Event description:
There was an allegation of questionable albumin and uric acid assay results for two patient samples tested on a cobas c 503 analytical unit. Sample 1: the initial albumin result was 5.11 g/dl the repeat albumin result was 7.64 g/dl sample 2: the initial uric acid result was 2.8 mg/dl the repeat uric acid result was 0.1 mg/dl

Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The field service engineer (fse) replaced a broken tube. Quality control data and alarm data revealed calibration failures, discordant qc results, elevated main water pressure, and unusual alarm events suggesting insufficient sample probe cleaning. The fse identified debris in the wash unit tube and corrected wash volume definitions. The investigation is ongoing.